Event description:
Six blood leaks on 6 pt's occurred during hemodialysis treatment. Three dialyzers were at the 7-10th reuse and the others were at the 29-52nd reuse. The leakage of one dialyzer occurred after 30 minutes from starting of hemodialysis and the leakge of others occurred at the start of hemodialysis. Each blood loss was about 250cc becuase the blood inside the dialyzer and tunbing was discarded as the extracorporeal circulation set. All pt's were well and no medical treatments were given.